Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the pacemaker exhibited noise reversion episodes and it was noted that the egm was missing. Programming changes were made. The patient was stable throughout.